Manufacturer narrative:
The reported failure of the super capacitor is recorded in the product risk management file as linked to hazard, with a description of loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A patient reported that a "ventilator service required" alarm was alarming every hour. A sales representative replaced the device with the same model and returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" related to a failure in the super capacitor code was confirmed downloaded error log. The device's system circuit board was replaced to address the issue.